Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) was consulted, and device replacement was recommended. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Correction to section e, initial reporter, field e1, email.